Event description:
A pump malfunction was reported by the caller, identified with a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions for future malfunctions. The issue did not recur after the reset, allowing the customer to continue using the pump.